Event description:
The customer reported that while performing verification for the sars-cov-2 assay lot 273163 on their panther instrument sn (B)(4) and they had noticed that only around half of the low positive samples based on the cdc diagnostic panel were testing positive on the panther.

Manufacturer narrative:
Hologic technical support, product application specialist and r&d reviewed the logs. There was no indication of hardware failures and the determination was that the issue was due to samples being near the limit of detection. The samples were also banked for some time beforehand. The customer understood and the logs confirmed that the results were consistent when retested on the instrument. No further actions were required. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.